Event description:
The pump was returned to animas related to a inability to prime. Evaluation found contamination in the force sensor assembly and an out of calibration force sensor. This report is made based on the results of evaluation.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump black box showed no evidence of loss or prime issues or any loss of cartridge detection. The pump load step was performed successfully and the pump was exercised for 24 hours without issues. A force sensor calibration test was performed and found that the force sensor was out of calibration. The pump was opened and contamination was found in the force sensor assembly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).